Event description:
Patient (pt) reported that overnight, her pump (serial number: (B)(6)) kept alarming for detached cassette. She stated that she would remove and reattach the cassette which would clear the alarm but then it would happen again. Patient stated that this has happened before with this pump but removing/reattach cassette would usually resolve the issue without it re-occurring. However, this time it kept alarming with the same alarm message multiple times overnight and the pump was just sitting on her nightstand. Pt is on intravenous (IV) treprostinil therapy using solis pumps. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided this is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes, upon return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.